Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the patient's onetouch ultra meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2015 (time not provided). The patient did not provide results and was unable/unwilling to state what the patient was comparing the subject meter to. The patient manages her diabetes with self-adjusting insulin. The reporter was unable/unwilling to state if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptom of "dizzy" on (B)(6) 2015 at 2:00am, before the alleged inaccuracy began. The reporter stated that the patient was attended by ems on (B)(6) 2015 at 2:00am and her blood glucose was tested with an ems device, but the reporter did not provide the results obtained. The reporter stated that the patient received insulin treatment from ems. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment after the alleged inaccuracy began. It's not known if the treatment was for a serious injury; however, this cannot be ruled out.